Manufacturer narrative:
Device name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: returned product evaluation found no lens returned in box.. Work order search: no similar claim type was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cq2015, +20.5 diopter, collamer three piece intraocular lens ripped during the loading process because of the injector. The reporter stated that they discarded the lens and returned the empty box to the manufacturer. There was no patient contact. The nanopoint injector was used.

Manufacturer narrative:
Device evaluation: a stuck or ripped iol may be caused by neglecting ovd application or by not applying ovd in a sufficient amount. The nanapoint cartridges are not coated and the gliding property is from the material itself. The added gms is emigrating to the surface of the inner lumen of the cartridge and ensures the gliding through the tip. It is highly requested that the end user is adding ovd in a sufficient amount. Another root cause might be the loading process. The end user may notice the same appearance as reported in this complaint in cases of pinched haptic or optic. (B)(4).